Manufacturer narrative:
Device passed the operating currents, self test however unable perform the displacement test due to cracked or detached end cap. No blank display anomaly noted during test. Device received with missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 178 mg/dl. The customer was assisted with troubleshoot and pump was dropped and now it is not working. The insulin pump will not be returned for analysis.